Manufacturer narrative:
(B)(4). Batch # n55v52. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload loaded in the device. The manual override door was out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during and the knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: I attempted to clarify if the stapler had deployed staples, but could not determine from interviewing the surgeon if this had happened. I inquired about whether pictures were taken via the laparoscope, but none were captured. I was not present during the case but was notified and arrived as case had finished and was able to speak to the surgeon. Additional information requested and received: what were the indications for surgery? I believe it was a tumor. Were any staples deployed? If so, what was their form? Unknown. Was this the first firing of second device? Yes. Was the entire hilum placed in the stapler or only a specific vessel? I asked about this and the doctor said entire hilum, but the number of reloads present on the back table would point towards separate firings for each vessel. Was there any damage to surrounding tissue? Unknown. Was the cartridge loaded with retaining cap on? Unknown. Is the 1st or 2nd device being returned? Second. What is the current patient status? Unknown, but patient was stable at the end of the case.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler was loaded with a white load and placed across the hilum of the kidney in order to take a renal vessel. The stapler failed to fire and "locked out". The reverse button was pushed and did not return the knife blade. The manual return was employed; the stapler was opened and removed from the patient. A second stapler was opened, loaded with a white reload, fired, opened, and removed from the patient. At this point, free bleeding was noted from the renal vein. A sponge stick was placed on the area to maintain tamponade, and a general surgeon was called in to assist. The wound was enlarged to convert to an open approach, the bleeding was secured, and ebl was estimated at 600 ml. The second stapler with white reloads.